Event description:
On (B)(6) 2021, the lay-user/patients father contacted lifescan (B)(4), alleging that the patients onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2021 but was unable to recall the alleged inaccurate high results obtained with the subject meter. The patient manages his diabetes with a combination of insulin (tresiba 16 units daily; novorapid 16 units with meals) and adjusts the dose based on meter results. As result of the alleged issue, the reporter claimed the patient administered an extra 4 units of tresiba and an extra 2 units of novorapid at an unspecified time on (B)(6) 2021. The reporter claimed that at around 3:00 pm on (B)(6) 2021, after the alleged issue occurred, the patient developed symptoms of severe hypoglycemia, paralysed and was conscious but could not move. The reporter claimed they gave the patient sugar as treatment for the symptoms. The reporter denied the patients blood glucose was tested on any other device. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test however noted the test strips associated with the complaint had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter (exact results not provided). The subject meter could not be ruled out as a cause or contributor to the event.